Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. The customer performed a system check with the current supplies and the occlusion appeared to be site related. However, as the customer's blood glucose level was not impacted after the alarm, the customer did not believe the infusion site was related to the occlusion.